Event description:
Customer reported that she was hospitalized on (B)(6) 2013 due to high blood glucose and dka. The blood glucose reading was high. Customer declined to provide more information, stated that she will call back because she was at work. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.